Manufacturer narrative:
Evaluation results: inherent risk of procedure- stent embolization. Patient¿s condition affected effectiveness of device - tight lesion with 70% stenosis. No results available since no evaluation performed- device not provided for review. No device returned. Evaluation conclusion: inherent risk of procedure- stent embolization. Unable to confirm complaint - device not provided for review. Device failure/lack of effectiveness related to patient condition-tight lesion with 70% stenosis. (B)(4).

Event description:
The physician was using a crossover 7f non- medtronic sheath and a 0.035¿non-medtronic wire to deliver an assurant cobalt peripheral bare metal stent through a tight lesion in the left cia. The lesion exhibited 70% stenosis and was non-tortuous. Lesion was pre-dilated. The delivery catheter shaft lumen was pre-flushed with saline-contrast media. No resistance noted with accessory equipment however the physician noted that it was hard to push the delivery catheter towards the lesion. The stent dislodged during advancement. The physician found that the stent was partially disengaged from the un-inflated assurant balloon; he decided to partially inflate the stent. An admiral xtreme balloon was inflated inside the stent then gently pushed the stent towards the lesion, the physician then changed to another admiral xtreme and delivered the device to the target lesion. The stent was then inflated at the lesion site with an admiral xtreme to complete the treatment. No patient complications reported. Image review: the images returned show the device attempting to access the left cia vessel. The arch of the vessel appeared to be tortuous ,when a balloon was predilated in this region the expansion of the balloon was not uniform, the middle section of the balloon was not evenly expanded on the posterior section. There were a large number of pre-dilations carried out. The stent appeared in the vessel, further images showed the stent to be partially inflated and at the end of the procedure the stent appeared to be fully inflated.